Event description:
During the procedure, the device made a noise and broke. No back up was used because the surgeon performed an open surgery. Additional information reveals the device broke outside of the patient. The patient status is good. The scrub tech that was present in the surgery reported that the physician starts the surgery with an arthroscopic procedure and then does an open surgery to finish the procedure for all his surgeries.

Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the device being broke. The evaluation shows the handle is snapped off. Part number 7209666 is no longer manufactured. The replacement device is part number 72200683. This device had the handle re-designed to eliminate it from breaking. No further investigation is required. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation purposes. (B)(4).